Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. The battery longevity had decreased from 1.5 years to three months in a span of five months. It was also noted that there was some atrial lead noise. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The ICD remains implanted and no adverse patient effects were reported.